Event description:
Per the doctor's report, the patient was explanted in 2007 due to skin flap infection and device extrusion. The patient was not reimplanted with a new device, and there are no plans for reimplantation in the future.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.